Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent when it returned was positioned 4 mm from the proximal marker band on the guidewire lumen. The struts were severely squashed and twisted. The device was returned with the product mandrel inserted and stent balloon protector attached. The device may have been damaged during the procedure as the lesion had a significant bend and the physician had difficulty advancing the device. It is also possible that when the stent protector and product mandrel were being put back on the balloon the stent protector hit off the stent and pushed it forward squashing the stent struts. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the femoral artery. The concentric target lesion was located in the mildly tortuous and mildly calcified left circumflex (lcx) artery with a significant bend less than 45 degrees. The lesion was predilated and the 4.0x16mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However; returned device analysis revealed stent damage.